Event description:
An autotome was used for a therapeutic ercp. During the procedure, the cutting wire broke. The procedure was completed with another device.

Manufacturer narrative:
The device has not been returned for eval yet. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications.